Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was evaluated by baxter. The investigation found that the ultrasonic sensor flex tail connections cracked. This is the root cause of the upstream occlusion alarms. The upstream sensor has been replaced.

Event description:
During testing by baxter, the spectrum, device displayed a constant upstream occlusion alarm. There was no patient involvement. No further information is available.